Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the epicardial (right ventricular) (rv) lead. The patient was intubated and received pharmacological intervention. The lead was capped and replaced. No patient complications have been reported as a result of this event.